Event description:
On (B)(6), 2012, the reporter contacted animas (anm) on behalf of his son (the patient) alleging that the pump dispensed insulin during the load step. The reporter indicated that while he was setting up the pump, the load step did not stop and the device continued to push insulin out of the cartridge until it was empty. According to the reporter, the patient was attached during the load step and he felt insulin infusing into his body. The patient reportedly unscrewed the cartridge cap quickly and pulled out the cartridge. The reporter immediately treated the patient with a glass of orange juice. The patient reportedly had a blood glucose (bg) level of '60 mg/dl' with a symptom of sweating. Fifteen minutes after drinking the juice, the patient's bg increased to '71 mg/dl.' The patient drank another glass of orange juice and 15 minutes later, his bg had dropped to '60 mg/dl.' After drinking a 3rd glass of orange juice, the patient's bg level stabilized. The reporter was advised to have the patient disconnected at the site when handling the cartridge or accessing the prime menu. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient reportedly suffered a low bg level and received treatment from his father. However, the patient's injury can be attributed to use-error since the patient was reportedly attached at the site while performing the load step.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box shows multiple "no cartridge detected" warnings recorded during the initial setup of the pump on the reported date . During the "load" step, pump was unable to recognize cartridge and gave a warning. Unable to run a 29h flow accuracy test on the pump, and to take force sensor calibration reading due to the "load step malfunction." The pump was opened and the force sensor flex found to be cracked near to pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.